Manufacturer narrative:
(B)(4). The date of the event onset was reported as ¿last monday¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal cefazolin 1 g daily (duration not reported) and oral fluconazole 200 mg daily (duration not reported) for peritonitis. Dianeal therapy remained ongoing. Two days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering. No additional information is available.